Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit or the cable unit due to the unexpected stress by the user handling.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device flickered and was not displayed during the laparoscopic surgery. The intended procedure was completed using the same set of equipment. At the incoming inspection for the repair, olympus (B)(4) checked the subject device. It was found that the image flickered due to the degradation of the image quality. There was no report of patient injury associated with this event.